Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Event description:
It was reported that there was early battery depletion due to high atrial threshold. The atrial capture threshold was higher than what it had been programmed at. The device was programmed high. Both the lead and device were explanted and replaced. No patient complications have been reported as a result of this event.